Event description:
Procedure: unk. Gender: unk. Reportedly, when the device was inserted into the pt, a piece of the cannula broke and fell into the pt's cavity. Another device was inserted and the piece was retrieved. No pt injury reported.